Event description:
A pt reported experiencing inaccurate low results with a one touch profile meter. The pt's blood glucose results were 119 and 92 mg/dl. Tests were done 10 minutes apart. No further info has been reported.